Event description:
Reporter stated that patient obtained back-to-back blood glucose results of 91 mg/dl and 205 mg/dl, while using the suspect device. Reporter did not indicate if any action was taken based on these results. No patient injury was reported. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacment product was shipped.